Manufacturer narrative:
The olympus technical assistance center (tac) spoke with the customer over the phone to troubleshoot the issue. The customer explained they were using third party valves and an ofp-2 pump. The customer was then advised to contact their olympus sales representative for further troubleshooting. Upon calling back, the customer informed tac the issue had been resolved by using a loaner flush pump.

Event description:
The end user facility contacted olympus to report water coming out of the distal end of their evis exera iii xenon light source without activating it. The problem was reported to occur "off and on for several weeks" and at least 10 times starting 2022. The problem occurred during esophagogastroduodenoscopy and colonoscopy procedures the reporter confirmed there was no impact to patients associated with the reported events. Patients were under monitored anesthesia care, not under general anesthesia. All intended procedures were completed with the same equipment with the exception of a "couple" procedures, in which the scope was replaced for troubleshooting purposes. The additional reported events are submitted on the following report patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the water leakage from the output connector socket could not be identified. However, it¿s likely the cause is related to a defective ofp pump. Olympus will continue to monitor field performance for this device.